Manufacturer narrative:
Correction to b5: change supply back (typographical error) to supply bag. H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag resulting in a leak; which is known to cause this alarm. The cause of the loose connection/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during unspecified process step of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that a loose connection between the supply line and supply back which resulted in a leak. The hp was able to clear the alarm and the technical service representative (tsr) reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.